Manufacturer narrative:
The device (part number (B)(4)) was evaluated and indicated that the electrode blades did not touch at maximum pressure. Furthermore, the coating on the end of the electrode was damaged. It was very unlikely that the instrument could have been delivered to the client in this condition and mxi suspected that the defects observed were the result of misuse by the client. The electrode was probably damaged by withdrawal of a trocar in open position or by an attempt to tighten a component with excessive pressure. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (part number (B)(4)) was returned to mxi service and repair. Electrode damaged at the end.